Manufacturer narrative:
Age at time of event: 18 years old or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in mid-distal right coronary artery. A 06/2.50 flextome cutting balloon was selected for dilatation of the target lesion. During the procedure, the device could not cross the lesion and ruptured. The procedure was completed with another of same device but different size. No complications reported and patient is stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in mid-distal right coronary artery. A 06/2.50 flextome cutting balloon was selected for dilatation of the target lesion. During the procedure, the device could not cross the lesion and ruptured. The procedure was completed with another of same device but different size. No complications reported and patient is stable. It was further reported that the lesion was mildly tortuous and calcified. Device evaluated by manufacturer: the device was returned for analysis. The balloon was observed to be unfolded which indicates it had been subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was noted escaping from a balloon pinhole leak at the distal edge of the distal markerband. No issues were noted with the balloon material that could have contributed to the damage identified. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the length of the catheter. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years old or older.